Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in multiple field advisories.

Event description:
It was reported that the patient's ipg is inoperable. As a result, surgical intervention may be pending to address this issue.

Event description:
Follow up revealed that the issue has been resolved.

Event description:
Follow up revealed that the patient stopped charging their ipg over three years ago. Surgical intervention could be pending.

Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have their ipg replaced with a different model.